Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there was damage to the screen "from an impact" of some kind, and the information was unreadable on this device. The type of impact is unknown. There was no part replaced to address, and no repair made to the device, since it was scrapped.